Manufacturer narrative:
The manufacturer previously reported section h1 as "malfunction" and should have been reported as "serious injury". Also, section h7 and h9 were missing from the previously submitted report.

Manufacturer narrative:
The manufacturer previously missed coing in section b5. After review, it was determined that section b5 should be filed as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging a ventilator's sound abatement foam became degraded and caused a patient's lungs to collapse. There was no indication of medical intervention received. Additional information need to capture about the alleged difficulty breathing. Section h6 health effects: clinical codes has been updated in this report.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused a patient's lungs to collapse. There was no indication of medical intervention received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.